Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). On an unreported date, the patient's fluid was clear. It was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient started treatment for the peritonitis with injection (inj) reflin (500 mg, frequency and route not reported), inj amikacin (50 mg, frequency and route not reported) and inj heparin (1000 iu- international units, frequency and route not reported). The outcome of the peritonitis was unknown. The action taken with dianeal therapies was unknown. No additional information is available at this time. This is report 2 of 3 involved in this event.